Event description:
Related manufacturer reference number: 2017865-2022-03586. It was reported that the patient presented for a routine device exchange. During implantation of the new pacemaker, the set screw of the atrial port would not tighten. The pacemaker was replaced. It was suspected that the lead was bent and contributed to the implant difficulty. The lead remains implanted. The patient was stable post procedure.